Manufacturer narrative:
The complaint states procedure: total knee joint replacement. Surgeon was using the product to impact the tibial plant implant. The product broke in half during the procedure. Nothing fell in patient and no component left or insitu. Surgeon does not need the product, proceed with the procedure even though the product broke. Ps has the product and she was present during the procedure. Patient outcome post surgery: as expected. Patient is male. No adverse event and no delay in surgery. The investigation confirmed that the impactor had broken as reported. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune fb tibial impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. This device is from an annealed batch. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that CAPA-(B)(4) has been initiated and can be referenced for further details. The complaint shall be closed with a justified

Event description:
Surgeon was using the product to impact the tibial plant implant. The product broke in half during the procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.